Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079670.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the lead was repositioned and remained implanted. The patient was doing well postoperatively.